Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was doing urgent start treatment in clinic and the cassette leaked in the cycler during treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event and stated that the urgent start treatment refers to the patient lying down with low volume fills during treatment due to a recent catheter procedure. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, ancef (1.0 gram, manual bag, one day) and gentamicin (8 mg, manual bag, one day). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The pdrn stated that the patient did not get a replacement cycler because they decided that they do not want to do pd therapy. The pdrn confirmed that the cassette was available to be returned to the manufacturer for physical evaluation and the old cycler has been picked up and returned.